Event description:
It was reported when using the bd microlance¿ needle, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: we have noticed a problem with needles 30g x 13mm. These are showing leakage at the transition metal part of the needle and the yellow attachment.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2021-10-05. H6: investigation summary a complaint of leakage at the needle was received from the customer. Three samples were received for investigation. Through testing, the defect could not be confirmed. None of the samples leaked. A device history record review was completed by our quality engineer team for provided lot number 210338. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Due to the defect not being able to be replicated, a root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microlance¿ needle, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: we have noticed a problem with needles 30g x 13mm. These are showing leakage at the transition metal part of the needle and the yellow attachment.